Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight were not provided for reporting. (B)(4). A review of the device history records has been requested. Product was returned for investigation for an broken cutter. Upon visual evaluation of the returned device, it was noted that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. Additional evaluation is pending from manufacturing site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer called and stated that the upon first use of reach j&j floss, the part that holds the floss popped off. The consumer returned the device and the consumer returned field sample was noted with metal cutter completely separated from the insert assembly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: expiration date, UDI: (B)(4). A manufacturing investigation was performed for the subject device, it was confirmed that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. At this time, no conclusion is able to be drawn about the cause of the metal cutter separation as no additional information is available regarding the use of the device. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on september 8, 2017. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.